Event description:
In 2002, the patient reportedly experienced "static electricity shock-like" sensations and static intermittently while using the device. External equipment was exchanged. The replacement sound processor resolved the "shock" sensations that patient reported. In august 2002, the patient was seen by a company representative for device evaluation. The device appeared to be functioning and impedances were within normal limits. In 2002, the patient was seen by the implant surgeon to discuss their persistent symptoms of shock/pain and newly reported vestibular/ocular symptoms. It was later decided by the patient and surgeon that the device would be explanted. The patient was reimplanted with another clarion device.